Manufacturer narrative:
H11: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a material certification of analysis is required with each lot. A clinical review states based on the limited information provided, the definitive clinical root cause of the reported adverse event could not be determined. However, a user technique/procedural variance cannot be ruled out. As the IFU for the fastfix 10600499_p does warn: ¿it is the healthcare professional¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ the fastfix suture is made of ultra-strong braided suture 2.0, it is intended for implantation; so, biocompatibility is not an issue. The two intra-operative photos confirm the use of the fast-fix 360 during the procedure; however, it does not aid in determining the root cause. It is unclear if the broke suture was left secure inside of the patient or whether it was removed. If the suture was retained it is biocompatible and it usually becomes inert and irritation is unlikely. It was reported the procedure was completed with a s&n back-up device without further complications; however, it is unknown whether there was a surgical delay. No further impact to the patient is anticipated based on the limited information provided. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a meniscus suture surgery, the suture of one (1) fast-fix 360 broke. It is unknown if there was any surgical delay; however, the procedure was resumed using an equivalent s+n back-up. No further complications were reported.